Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a confirmed fingerstick blood glucose of 459 mg/dl and persistent readings in the 400s, leading to infusion set changes after pain at the site and bleeding upon removal of a prior set. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was negative. Outcomes included elevated glucose outside of the target range for a few hours without professional medical intervention or use of backup therapy. Investigation included troubleshooting and education with guidance to replace the infusion set and supplies and resume insulin delivery, with subsequent monitoring for glucose trend improvement. Investigation of this case revealed no identifiable device malfunction and an unclear cause of hyperglycemia, with a potentially suboptimal infusion site noted by the user. It was concluded that the event involved hyperglycemia with cause unclear and that user re-siting and supply replacement were appropriate corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.